Manufacturer narrative:
Concomitant medical products: product ID: 3389, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that at first the patient complained that there was an issue with their recharger but it was established this was not the issue following replacement of the recharger. The patient was recharging twice to four times a day and cannot get the charge up past 50%. There was also heating at the electrodes after one hour of charging. Impedance checks were done, which were stable as they have been over the past year, and the recharger replaced all settings. It was suspected that there was a fluid short due to the impedance values and heat sensation. It was suggested that they would assess to see how the patient gets on but had a slot the following day if they decide they wanted to remove the implantable neurostimulator (ins). The rep confirmed that the ins was explanted and replaced. The patient was doing fine with no recharging issues and no feeling of heat. The battery change seemed to have resolved the issue. It was noted the surgeon was yet to confirm if the battery was kept as he suspects the hospital did not keep it for return and analysis. If additional information is received, a follow up report will be sent.